Manufacturer narrative:
Additional information: h6 (update codes), h11 h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing during patient infusion in the medicine department. It was observed that during a furosemide infusion the pump was on and indicated that it was infusing with correct settings however nothing had infused in more than 24 hours; the bag from previous day was still hanging and almost completely full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.